Event description:
During otoplasty bilaterial ears surgical procedure, physician noticed a 0.5 cm burned area at skin edge while using an electrosurgical unit with a needle tip. Needle tip was removed from field immediately. Excision site was extended a little more than intended to include add'l burned area caused by needle tip. Hospital's biomedical engineering examined the needle tip electrode and noted a 0.65 mm by 0.86 mm triangular area of missing insulation near the tip of the electrode. There was also an accumulation of charred material at the tip of the needle electrode.